Event description:
Device explanted due to eol. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. An interrogation of the device was not possible as a result of a depleted battery. The amount of charge taken from the battery was verified. The battery condition was found to be as expected after a service time of about 134 months. Therefore, the electrical module was attached to an external power supply. Subsequently the device was properly interrogatable and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the electronic module proved to be fully functional with an external power supply. The battery condition was found to be normal and as expected after a service time of about 134 months. There was no indication of a device malfunction.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.